Event description:
It was reported the valve was explanted from a young pt due to stenosis, regurgitation, a leaflet tear and thrombosis. The pt was not receiving antithrombotic therapy. Add'l info has been requested.